Event description:
I went to (B)(6) urgent care located on (B)(6). I saw (B)(6), md and (B)(6). I went to the (B)(6) urgent care. I am staying with my sister in (B)(6). My blood pressure was sky high 177/92 on wednesday. I wanted to go to the urgent care then I don't know why my blood pressure went up so high. Something happened to me that I don't understand so I went the following day, (B)(6). The doctor wanted to do labs and an EKG. I wasn't sure if (B)(6) covered it, so I went in as a cash customer. I decided to do the labs cbc and a cmp and the office visit. I should have used my (B)(6) card because I want to report this to (B)(6) , serious offense. The technician had laid out a needle on the table. I was in the bathroom and she had already opened the needle so I asked her if she would open another one and she did. She asked me to lay down on the table. I got up from the table and looked for my magnifying glass but couldn't find it. I laid down on the table and before she inserted the needle I asked her if when she opened the package if it felt right. She inserted the needle and immediately I could feel when she inserted the needle, she used a butterfly needle but it took awhile for the needle to withdraw the blood, when she opened the packaging it peeled back easily. I had a blood test. The needle packing peeled back there was only glue between the plastic and the paper back. I had a bad reaction from the blood test so I called my cousin and he told me to tell the doctor so I told the clinician who did the blood test. She said do you want me to open another package. The second package had paper in between the plastic and the paper backing. So that's when I realized that the first needle that she used was possibly tainted. I asked the clinician if the seal on the packing felt right before she inserted the needle. She said yes then she told me to lay down. It was awhile before the blood would come out of the needle. When she left the room I took a package out of the drawer. I showed to the doctor and showed her how it opened. She said you took one of our needles? I said yes I opened it in front of her the packing appeared to be the same as the packaging of the needle that the nurse showed me but there was more glue between the plastic and the paper. The doctor took the packaging from me and left the room, I started to feel thirsty and mouth couldn't speak. I talked to the doctor and told her that I am (B)(6) and I have two children and a husband who is not able to work and I have the only income. You are a medical doctor and have made a vow to them and you should treat each patient as your son or daughter or mother or father or grandmother or aunt or uncle and teach the clinicians to treat their patients the same way. I asked the doctor what would you do if you were in my shoes. She said I would go to doctor. I called (B)(6). (B)(6) came to pick me up. I was talking to (B)(6) on the way home. I couldn't speak. We went to the bank. I made a deposit. I got home and took my medicine as soon as I got home. I should have gone to the hospital. I ate some dinner and fell asleep. When I woke up I saw a scratch on my arm I don't know where the scratch came from. There was also blood on the bedspread. When I woke up I had yeast on my tongue and I could barely move or barely speak. I think I need to call the police and go to the emergency room. (B)(6) to (B)(6): what happened is the needle packaging for the blood test was different from the one she opened after the blood test, the one that she opened after the blood test when she tore back the paper. The paper stuck to the plastic unlike the first needle which peeled back with no paper on the plastic. I feel that I had a blood test with a tainted needle I am having serious side effects. I am experiencing memory loss at a rapid pace, and a sense of doom. The doctor told me to go to the emergency room after I left but I didn't. I went back to my sister's and went to sleep. I don't think I'll be able to drive anymore. I am frozen in time, I want to go to the emergency room but I have no one to go with me. I feel that the needle might have been contaminated with something. I am very scared. I don't know if I'll ever make it back home after that blood test. My contact information emergency contact is (B)(6) at my home address. His email address is (B)(6). I don't know what's going to happen now to me. I feel like I have been contaminated with something that's destroying my brain. At least yesterday I could drive. Please pursue and investigate (B)(6) urgent care in (B)(6), thank you (B)(6).